Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a open coronary artery bypass grafting procedure, while suturing the device needle broke. They then used another suture to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one partial suture. The suture was returned broken. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of suture broken that has no relationship to the reported condition. A definitive root cause could not be determined with regard to the broken suture. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.